Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) right monitor due to right eye out. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. System logs found errors 119 and 121 indicating the failure occurred in the field but were replicated on the right hrsv monitor. The left hrsv monitor functioned as expected (clear image displayed). The right hrsv monitor was then installed and tested onto the golden printed circuit assembly. Upon powering up the system, the right hrsv monitor did not have any image and had a totally black display. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The right hrsv monitor was found to be the root cause of the reported complaint.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical support engineer (tse) that the right eye on the surgeon side console (ssc) was out. Tse confirmed there were no related errors in logs. The customer reseated the endoscope in the endoscope controller (ec) and power cycled system with no change. The customer confirmed the right eye was present at vision side cart (vsc). The customer performed a hard power cycle of the ssc with no change. The customer was proceeding with case with one eye. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with one eye of the surgeon side console (ssc). No patient injury or harm.